Event description:
It was reported that the catheter was broken at the connecting point and that there was a leak in the reservoir.

Manufacturer narrative:
The returned reservoir failed leak test due to a large tear on the top and multiple scratches and punctures on the top and along the side of the reservoir. The connector was damaged. The returned catheter had multiple occlusions from proteinaceous debris. A review of the mfg records showed on anomalies. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. All of our products are 100% tested at the time of MFR.